Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during rectosigmoidectomy, the device did not fire while being use in stapling. It was unknown how the case was completed. There was no patient injury.